Event description:
The customer reported that sometimes prescribed orders are not showing in the worklist.

Manufacturer narrative:
Philips has determined that some physician entered orders are not showing up on worklists. New info received 07 feb. 2008 identified pt risk. Philips is in the process of obtaining more info concerning this event, and this complaint is still under investigation. A final report will be submitted, when the investigation is completed.